Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 09/23/2021. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Where was the needle grasped prior to the needle breakage (i.e. Swage, middle or tip)? Were x-rays taken to locate the needle piece(s)? Was there any additional tissue damage as a result of searching for the needle piece? What tissue structure the broken needle was located? What is current condition of the patient? Was there any adverse consequence associated with the patient? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 g/m.

Event description:
It was reported that a patient underwent a colostomy procedure on (B)(6) 2021 and suture was used. The suture needle broke inside the patient without bending or any other visible defects. A small incision was made to remove the piece of needle. The procedure was delayed 20 minutes, but successfully completed using a new like device. There were no adverse patient consequences reported. Additional information has been requested.